Manufacturer narrative:
Physio-control determined the cause for the malfunction to be excessive current leakage from the analog pcb assembly due to process residue on the fl 9 filter. The current leakage depleted the internal hlc batteries. A replacement device was provided to the customer.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device displayed all three (charge pak, attention and wrench) icons. Physio-control verified the reported failure and also found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.